Event description:
The pt received his scs system on (B)(6) 2007. It was reported that the pt had pain at his ipg site and had difficulty charging the ipg due to its location. The physician moved the ipg pocket site to an alternate location and decided to explant and replace the ipg with a smaller model on (B)(6) 2010. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.